Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history record (DHR) was reviewed, there were zero nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications prior to shipment. Case details were reviewed. The event description states physician pulled back too far with manta before deploying foot and pulled it out of artery. The same device was re-inserted back into the artery against representative recommendation. Per IFU step 4 (position device) states" do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device. The device was not deployed per IFU leading to premature placement of foot. The footplate/toggle was caught inside artery preventing removal. Post angiogram showed lock on wire and no blush. Ultrasound was not performed post deployment to confirm position of footplate and collagen plug. Femoral stop was applied. After several hours the oozing stopped, and femoral stop was removed. Several hours later, the tract started oozing again and patient taken to lab where decision was made to cut down. Manta was removed and surgical closure of femoral artery was done. Based on the information, the most likely root cause of the issue is user error.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician pulled back too far with manta before deploying foot and pulled it out of artery. He reinserted same device back into artery against recommendation. The foot caught inside artery preventing removal. Blue tube and collagen plug were then deployed to attempt to complete arteriotomy closure. Post angio showed lock on wire and no blush. Excessive ooze from tract. Physician declined to ultrasound closure to confirm position of foot and collagen plug, fem stop was applied. After several hours the oozing stopped, and fem stop removed. Several hours after that the tract started oozing again and patient taken to lab where decision was made to cut down. Manta was removed, and surgical closure of femoral artery. I was informed the surgical closure and patient outcome was good.